Event description:
Clinical study. It was reported that 196 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient had evolving myocardial infarction prior to the index procedure. The procedure treated a 3.5x26mm, 100% stenosed, moderately calcified, mildly tortuous, de novo lesion in the distal right coronary artery (dist rca) with direct placement of two overlapping 3.0x32mm and 3.5x32mm taxus liberte drug eluting stents. There was thrombus present at the lesion prior to the procedure. Following post dilatation, residual stenosis was 0%. There was grade a dissection proximal to this lesion. A third 4.0x16mm taxus express2 drug eluting stent was also placed in the mid to dist rca. The procedure also treated a 4.0x8mm, 70% stenosed, moderately calcified, ostial, de novo lesion in the left main coronary artery (lm) with direct placement of a taxus express2 4.0x12mm drug eluting stent. Following post dilatation, residual stenosis was 0%. The patient received gpiib/iiia inhibitors during the procedure. The patient was discharged 6 days later on aspirin and ticlopidine. One hundred ninety six days post index procedure, the patient had diffuse 85% in-stent restenosis in the mid rca, which was resolved by a coronary artery bypass graft (CABG) procedure. The patient was taking aspirin and ticlopidine at the time of this event. The physician assessed the device relationship as definite. Additional information regarding this event has been requested.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.